Manufacturer narrative:
The evaluation the returned explanted device confirmed an issue that would have contributed to the report of elevated lactate dehydrogenase (ldh). The pump was returned assembled with the percutaneous lead severed approximately 3 inches from the pump housing. Segments of the lead measuring approximately 5 inches and 5.5 inches were returned, and the remainder of the lead was returned measuring approximately 25 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The sealed outflow graft and sealed outflow graft bend relief were returned unattached from the outlet elbow. The outlet elbow was returned attached to the pump¿s outlet port. Visual inspection of the proximal side of the outlet stator revealed a pink deposition loosely seated adjacent to the bearing ball. The deposition lacked evidence of denaturation or laminated layering. The origin of the deposition and the duration for which it was present within the pump could not be conclusively determined; however, if the deposition was present while the pump was supporting the patient, it could have potentially contributed to the reported elevation in ldh. Examination of the body of the rotor revealed a denatured, tissue-like deposition mostly occluding one of the rotor¿s vanes. The observed areas of denaturation suggest that this deposition was present while the pump was supporting the patient. Although a direct cause for the development of this deposition and the duration for which it was present within the device could not be conclusively determined, its size and structure indicate that it could have contributed to the reported elevation in ldh. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 126 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was explanted on (B)(6) 2018. The patient reported to have presented with elevated lactate dehydrogenase (ldh) that lead to pump thrombus suspicion. A CT and echocardiogram was performed and the patient was put on fluid control due to rhabdomyolysis and infused with IV heparin. The patient¿s heart function is better therefore the patient is not on any other devices after the explanation and have been placed on catecholamine and close supervision. No additional information provided.